Event description:
The manufacturer received information alleging an a/c power cord to a continuous positive airway (CPAP) device had a thermal event. There was no report of patient harm or injury. The device and associated ac power cord/power supply has yet to be returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. Upon completion of the manufacturer's investigation, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer's investigation verified evidence of a thermal event occurring to the ac inlet of the dc power supply. The manufacturer's investigation determined the thermal event was most likely caused by a partial connection of the ac power cord to the ac input of the power supply by the user. Product labeling warns the user to periodically inspect electrical cords and cables for damage or signs of wear and to discontinue use and replace if damaged. The power cord meets all relative ul and iec standards. Based on the available information, the manufacturer concludes no further action is necessary.